Event description:
A pt with several episodes of visual changes and confusion from tias and cvas over the past several years secondary to a "pfo" and atrial septal defect received a cardioseal septal occluder in 2001. The pt's past medical history includes recurrent tias times 10 plus years and migraines times 10 years. The "pfo" was characterized as a long tunnel "pfo" (15 to 17 mm) and was closed via a transseptal approach. Post "pfo" closure the pt was placed on asa 82 mg q.d. And plavix 75 mg q.d. Times one month as well as toprol xl 25 mg q.d., verapamil 180 mg. Q.d. Time one year and topomax 60 mg. P.p. Q.d. Times 2 months. The pt presented in 2003 reporting two episodes which the pt characterized as "strokes", in 2002 the pt did have a sudden onset of right hemianopsia with residual right eye visual loss continuing through 2003. The pt also reported an episode of dizziness, which was transient, increased shortness of breath and palpitations approximately 2 times per day. An echocardiogram revealed a clot in the la adherent to the cardioseal septal occluder. The pt was placed on IV heparin for anticoagulation and when their ptt was >60 pt was started on coumadin 10 mg. Q.h.s. A follow up echocardiogram 3 days later revealed no clot and the pt was discharged. Discharge medications asa 81 mg q..d., plavix 75 mg q.d. Times 6 months, coumadin 5 mg q.d. Alternating with 2.5. Mg q.d., lovenox 60 mg subcu b.i.d. Times 3 days, toprol xl 25 mg. Q.d., topomax 60 mg. Q.d. Follow up clinic visits were to be scheduled.